Event description:
It was reported that during a da vinci prostatectomy procedure, one wrist cable lost tension on the pk dissecting forceps instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one pitch cable was derailed from the back idler pulleys, resulting in non-intuitive motion of the instrument. The cable was wedged between two pulleys and had lost tension, but the clamping pulley screws were still tight. Failure analysis investigation also found that the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.